Event description:
It was reported that the lead was explanted and replaced due to fracture and noise. Patient was fine before and after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.